Manufacturer narrative:
Follow up #1 submitted: 07/06/2015. The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; 069. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the pump was found to power on with a call service 069 alarm reproduced upon power up. The alarm was unable to be cleared and the error was found to be with the u39 component.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.